Event description:
This is a follow-up for the initially filed MDR (3006575795-2019-00024).

Manufacturer narrative:
The service provider provided the evaluation results of the pump on 09/30/2019. The pump was tested and met full specifications on 09/23/19. No sparks were visible. The reported issue was not confirmed.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected pump to perform the investigation.

Event description:
On (B)(6) 2019, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2019, stating that "pump 903210 gave off sparks from the power filter when the power cord was removed from the back of the pump." No patient harm or injury involved. No medication involved. The device operator was a registered nurse.